Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had an off no power alert on the insulin pump. The alarm history was reviewed. It was noted that they did not receive a low battery alert prior to the off no power alert. The customer's blood glucose level was unknown. Troubleshooting was performed. They were advised to insert a new battery and to monitor the insulin pump. The device will not be returned for analysis.